Event description:
Customer stated that the ventilator went safety valve open while in use. There was no patient harm or change in therapy. The puritan bennett customer support engineer inspected the device and could not duplicate the alleged event. The unit passed extended self testing. No parts were replaced.